Event description:
An olympus field service engineer reported the xenon light of the evis exera ii xenon light source failed to work. The event was identified during maintenance, prior to a therapeutic procedure. A similar device was used to complete the intended procedure. There was no patient harm or user injury reported due to the event.

Manufacturer narrative:
The device will not be sent in for evaluation and repair, as the user facility decided to destroy the device and purchase a new one. The investigation is ongoing; therefore, the root cause of the reported event cannot be determined at this time; however, if additional information becomes available, this report will be supplemented accordingly.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. It has been over 13 years since the subject device was manufactured. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the legal manufacturer's investigation, a root cause could not be identified. The device was not available for inspection as it was not returned from the facility the cause of the reported event cannot be conclusively determined. Olympus will continue to monitor field performance for this device.